Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned/non-emergency coronary treatment. The procedure was aborted. It was reported to philips that the host pc was unable to boot up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the host pc no longer starts, requested onsite support and advised to replace the host pc. To resolve the issue, the philips field service engineer (fse) disconnected everything, checked the connectors, and reconnected them, restored the power to the disk bay and restarted the system. The same issue re-occurred after a few days, where fse replaced the host pc and resolved the issue in another work order. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.